Manufacturer narrative:
Analysis of the system data indicate that there are no known system causes which may have contributed to the initial discordant lower immulite 2000 estradiol test result. The instrument is performing within specs.

Event description:
A discordant low immulite 2000 estradiol assay result was obtained on a pt sample and reported. The ivf pt sample was expected to be elevated and was initially run as a times 3x dilution. Two days later, the physician contacted the customer a hormone stimulation had been unduly increased. There was no report of pt harm or adverse health consequences due to the discordant estradiol test result and increased stimulation.